Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery. According to the pt's surgical services record - operating room nurses notes, the preoperative and postoperative diagnosis included complex pelvic organ prolapse, cystocele, and rectocele, and the operative procedure included transvaginal hysterectomy, right-salpingo oophorectomy, anterior and posterior repair, cystoscopy, and transobturator.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "uretex."